Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient believed that stress had increased her urine production and they became much more incontinent. The stimulator did not seem to work as well. Patient relocated at the time. Health care professional determined that patient had an infection and was being treated. The patient had concerns regarding if the intensity of the stim was correlated to the control of her symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer: model # 3037, lot # njd122868n; lead: model # 3093-28, lot # v662981, implanted: 2011 (B)(6), explanted: unknown; neurostimulator: model # 3058, serial # (B)(4), implanted: 2011-(B)(6), explanted: unknown; lead: model # 3093-28, lot # v677981, implanted: 2011 (B)(6), explanted: unknown; programmer: model # 3037, lot # njd122884n. (B)(4).